Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: for tricuspid stenosis.

Event description:
Edwards learned patient underwent valve-in-valve procedure due to severe tricuspid stenosis and severe tricuspid regurgitation secondary to degeneration. The patient was transferred to the coronary intensive care unit in stable condition. Patient was discharged on post operative day five.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27 mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure due to tricuspid stenosis after an implant duration of one year and four months. A 9600tfx 26 mm transcatheter valve was successfully implanted. There were no complications and the patient was noted as doing well.